Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump. The customer's blood glucose (bg) level was 141 mg/dl. The customer indicated that either an alternate pump or manual injections would be used for insulin therapy.